Event description:
It was reported that, during use in a c-section ob patient, a vitawave finger cuff had inaccurate values compared to an arm cuff. The arm cuff blood pressure (bp) readings were 138/74 (100) while the vitawave finger cuff was reading 175/74 (103). The clinician noticed the discrepancy in the systolic blood pressure (sbp) and also noted that the mean arterial pressures were similar even though the sbps were over 40 points different and the diastolic bp was the same. The arm cuff was on the opposite arm of the finger cuff. A pc1q and a hemosphere stream were used in the case. There was no patient harm.

Manufacturer narrative:
Additional product code: dqe, qaq, mud, dxn, dsb, fll, qms, olw device was discarded at the hospital. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review could not be completed as no lot number was provided. The instruction for use states, "do not use a damaged finger cuff. This may result in inaccurate measurements or may damage the edwards monitoring system" and "improper placement or alignment of the finger cuff can lead to inaccurate monitoring." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.